Event description:
It was reported that the patient had difficulty charging the ipg. It was also stated that the patient was experiencing loss stimulation. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1160 sn (B)(6). The returned device was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected.

Event description:
It was reported that the patient had difficulty charging the ipg. It was also stated that the patient was experiencing loss stimulation. The patient underwent an ipg replacement procedure.